Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: pumps : motor. Suction motor not functioning properly. The device was however deemed non-repairable and was returned to the customer unrepaired. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in the (B)(6) that the fms duo®+pump/shaver unit device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suction motor was not functioning properly. There was no procedure nor patient involvement reported. No additional information was provided.